Event description:
It was reported that x-ray imaging confirmed one of the patient's lead migrated. As a result, the lead was replaced via surgical intervention on (B)(6) 2024. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153218.